Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl. The customer reported hyperglycemia was treated with insulin pump but did not feel the pump was bringing blood sugar values down quickly enough, so the customer administered an additional 20 units via an insulin pen. The customer did not wake up for a while, hence, the customer was assisted by the emergency medical technician (emt), who noted the customer¿s blood glucose was 39 mg/dl. The customer noticed a significant discrepancy between the sensor glucose and blood glucose values and experienced hypoglycemia. The event involved product(s) mmt-1884, unomedical, mmt-332a, mmt-7040a. Troubleshooting was partially performed for difference between glucose values. The customer reported a sensor glucose value was 217 mg/dl, while the blood glucose value was 39 mg/dl. The discrepancy between sensor glucose and blood glucose values which was not within the acceptable range. Troubleshooting was not performed for hyperglycemic and hypoglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and it was unknown whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for unomedical, mmt-332a, mmt-7040a. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.